Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer's mother stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported for the event. The customer changed the infusion set the morning of the hospitalization. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the self-test. The mother was unable to perform the prime or high pressure tests during the phone call. Nothing further was reported.